Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unknown malfunction code issue was verified, but the high blood glucose undefined issue could not be verified.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 600 mg/dl. Customer used an alternate pump to address bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.